Event description:
The customer notified siemens on (B)(4) 2014 that during pt treatment there was a machine interlock that stopped treatment and both the interlock panel at the bottom of the machine monitor and the program/ready panel were blinking. However, the "resume" option did not work to continue treatment. Therefore, "abort" and "point of termination" was chosen; and, according to mosaiq the resulting treatment for that particular beam was given in two sessions. The first 6 out of 10 segments were treated in the first session, with only partial mu in the last segment (nr. 6). This may be what was given before the machine interlock. The second session started with segment 2, and segments 2 through 9 were again given mu's according to the plan, while the last segment (nr.10) was partially treated. There is no report of injury to the pt. The reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. Siemens investigation into the reported issue has confirmed that the pt received 82.9 mu's over the planned dose for wrongly calculated segments after an interlock resumption. Siemens is aware of the described behavior that will be resolved in a future software release. Customer address: (B)(6).